Event description:
I am reporting the death of my father, who was using the freestyle libre 3 continuous glucose monitoring system prior to his passing. I recently became aware of recalls and safety corrections involving certain freestyle libre 3 sensors related to inaccurate glucose readings, including false low readings. Based on the circumstances surrounding my father's death, I am concerned that inaccurate glucose readings from this device may have contributed to inappropriate treatment decisions or delayed recognition of a medical emergency. My father relied on the freestyle libre 3 for glucose monitoring. At this time, I am in the process of obtaining medical records, glucose data, and device information (including lot/serial numbers, if available). I am submitting this report so the FDA is aware of a potential fatal adverse event associated with this device and to request that this incident be reviewed as part of the ongoing safety evaluation of the freestyle libre 3 system. I am willing to provide additional documentation, medical records, or device information if needed.